Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual examination of the stent found that the proximal end of the stent was damaged, deformed and stretched over the proximal markerband. The distal end of the stent was damaged and squashed causing it to move 5 mm in a proximal direction. The maximum crimped stent profile measurement at the time of manufacture was within specification. The tip was visually and microscopically examined and damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were present on the distal end of the balloon indicating the stent was crimped to the balloon prior to shipping. A visual and tactile examination of the device found a hypotube kink 215 mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15-jun-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion with significant lesion bend of >45 and <90 was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 3.00x24mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed the stent damaged and moved on balloon.